Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 325cc breast prosthesis, catalog #3501650, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis and a mentor smooth round moderate profile 325cc saline breast prosthesis when the right breast prosthesis (the 325cc device) deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with saline breast prostheses on (B)(6) 2017. During explantation surgery, it was observed that the patient had a significant amount of ptotic and lateralized breast tissues on the left side (which contained the 275cc device). This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 11/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon visual examination the device appears intact. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).